Event description:
The customer tested his blood glucose and received readings between 200-300 mg/dl using his breeze2 meter. He retested using another meter and received readings between 100-140 mg/dl. The difference between some of the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.